Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01557. It was reported that the end of service (eos) message displayed for the scs ipg on external devices. It is unknown if the scs ipg depleted prematurely. Additionally, one of the patient's drg leads has high impedance. In turn, surgical intervention may be pending to address all reported issues.

Event description:
Patient's ipg and lead explanted and replaced which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.